Event description:
It was reported that during a cholecystectomy procedure; when the device was used for a cystic artery, the trigger was not returned to home position at the second firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Indicator wheel failure, malformed clip, jaws unable to open. Eval summary: the analysis results for the instrument confirmed that it was returned with the jaws and the trigger partially closed; it was assisted in order to open the jaws and return to the home position; a pear shaped clip was released during the process. The instrument was then cycled and fed nine conforming clips. The instrument locked out as intended but the orange indicator did not show up completely. The mfg records were reviewed and no anomalies were found during the mfg process.